Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to the emergency room due to diabetic ketoacidosis and trouble breathing, pain in chest, throwing up on the (B)(6) 2018 with an unknown blood glucose level. The customer was treated with fluids, insulin drip and the insulin injections for high blood glucose level. The customer did not mention any symptoms related to high blood glucose. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.